Event description:
The customer reported to olympus, the flex video scope forceps get caught during insertion or removal. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to clogging of suction tube in universal cord, channel cleaning brush cannot inserted smoothly. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The angle wires were stretched. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on the bending section cover has a chip, the scope connector is dirty due to water leakage. The probe cover has a burn and the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, a correction, and the legal manufacturer's investigation. B5 has been corrected with the reportable malfunction, which was found during device evaluation. Consequentially, the component code in h6 has also been corrected per the reportable event. G3 of the initial medwatch should have been 28 dec, 2023 and not 07 dec, 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions, operation manual for gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
The initial customer-reported event of the flex video scope forceps getting caught during insertion/removal was not a reportable malfunction. Upon the device being returned, a foreign object was found clogging the suction channel.